Event description:
The caller alleged discrepant results when compared with lab results reported as follows: date: 2008, inratio: 5.1, lab: 2.89. Date: same day, inratio: 4.2, lab: 2.33. Coumadin dosage was changing on inaccurate readings. This is an adverse event.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 5.1, lab: 2.89, mean: 4.00, confident limits: 2.3-5.7. Date: same day, inratio: 4.2, lab: 2.33 mean: 3.27 confident limits: 2.0-5.0. As per internal procedure rev, 2 the inratio and lab values are within the confident limit. Coumadin dosage was changing on inaccurate readings. This is an adverse event.